Manufacturer narrative:
Date of event is estimated

Event description:
It was reported that following lead replacement procedure wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of inoperable ipg after a revision was confirmed. The analysis results concluded the inability to turn on the implantable pulse generator (ipg) stimulation was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per clinicians manual arten600346604 - under warnings - there is sufficient documentation concerning the use of electrosurgery devices.